Event description:
It was reported, one day post implant, that the implantable cardioverter defibrillator (ICD) experienced loss of wireless telemetry. The wireless telemetry had shut itself off and will not turn on again. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, (B)(6) 2013; 4194 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that there was loss of wireless telemetry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.